Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin (intraperitoneally, 1 gram, for ten days, frequency not reported) for peritonitis. The patient was reported to have recovered from this peritonitis event. On an unreported date, the pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.